Event description:
Following an ablation procedure for treatment of liver cancer, it was noted the patient received a skin burn located at or slightly above the belt line. The burn was treated with ointment and the patient was discharged the following day. This device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device co is unable to determine if the device met its specifications. The company's follow up revealed an electrical surgical unit from conmed, identified as the saber 2000 was being used at the same time as this generator. The user facility is unable to confirm which device may have caused the burn. Therefore, the company is unable to determine the relationship between the device and the cause for this event. The company's directions for use state: "warning! The use and proper placement of dispersive electrodes (return pads) is a key element in the safe and effective use of monopolar electrosurgery, particularly in the prevention of burns...be sure not to orient the pads improperly or to misalign the top edge of the pads."